Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they fell last thursday and said they "don't know if it jarred it loose or what". They said after the fall on friday they could feel the stimulation "going on in my leg and in my private parts and I dont normally feel it there so I turned it off but I still feel it now". Pt says they turned stim off friday but still feel this sensation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt says they are trying to find a dr who takes their insurance. Pt called back repeating info documented above about falling last thursday feb 6. Pt stated they fell and they think that moved the implant loose and even though they turned stim off, they can still feel it buzzing in their private parts and down their leg. Pt was really upset because the hcp list that was sent none of them take her insurance. Pt stated they don't care anymore and want to remove implant. Pt mentioned they're really stressed out and they can't sleep. Agent explained rep role to pt and wondered if pt can go to ER or urgent care to meet a rep there. Pt stated they will try to call their mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they received a letter asked if pt was going to turn the implantable neurostimulator (ins) back on. Pt confirmed that they intend to turn the ins back on. Pt further explained that they fell in the first week of the month and since then has experienced a vibration sensation. Pt stated that they had to turn off the ins to rule it out as the cause. Pt confirmed that they still feel the vibration even with the ins being turned off. Pt stated they think that they have a pinched nerve and that is what is causing the vibration sensation. Pt stated that they are scheduled to have an MRI or a cat scan to further address the issue. Pt also requested physician listings. Agent reviewed information and emailed a physician listing to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.